Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08-nov-2024, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridge that yielded a suspected discrepant results of 7.1 on a patient. There was no patient information available at the time of this report. Cartridge lot# was not available. Method results (ph) I-stat 7.1 I-stat 7.1 bg analyzer 7.4 collection/test times were not available at the time of this report. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-dec-2024. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev.: an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg8+ cartridge lots w24106a, w24259, and w24262.